Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0, 14.0, 29.5, 40.0, 56.5, 69.0, 82.0, 103.0 and 125.5 cm from the proximal end. The embolization coil was intact with the pusher assembly distal detachment tip (ddt). Minor offset coil winds were present on the embolization coil. Conclusions: evaluation of the returned pod8 revealed a functional device. During functional testing, the pod8 was advanced through a demonstration catheter with resistance. Further evaluation revealed pusher assembly kinks and an embolization coil with offset coil winds. These damages were not mentioned in the reported complaint and were likely incidental and may have occurred during packaging for return to penumbra. Evaluation of the returned pod12 embolization coil revealed offset coil winds. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. The pusher assembly was not returned for evaluation the lantern identified in the reported complaint was not returned for evaluation; therefore, the root cause of the inability to advance the two returned coils through the lantern could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. (B)(4). 2. (B)(4). H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2019-01239, 3005168196-2019-01240.

Event description:
The patient was undergoing a coil embolization procedure using a pod8 and a pod12. During the procedure, the physician experienced resistance when using the pod8 and the pod12 and was unable to advance either coil through the lantern delivery microcatheter (lantern). The coils were therefore removed and were not used in the procedure. There was no report of an adverse effect to the patient. No further information is available.